Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer stated "we were trying to switch from another balloon pump to ours and it's giving us an autofill failure alarm. The facility that he came from sent us the connector but when we try to switch him over it won¿t start." Personnel began troubleshooting and determined the balloon in use was not of getinge. Personnel gave the customer a disclaimer that it was not of brand and could only troubleshoot the cardiosave alarm as if it were a getinge balloon. Customer denied of any kinks, bends, or restrictions in the tubing and that the patient was laying flat. Customer also mentioned that there had been no physiological changes between removing the patient from the teleflex pump and placing them on the cardiosave. Personnel offered the arrow clinical support number to support the balloon catheter in the patient. This was due to the balloon catheter being on standby for 15 mins and it was in prioritization of patient care. Personnel would call back after once a physician or arrow product specialist would help regain therapy. The customer was called to check on patient and the pump, they were able to get the sending facility's pump for use with the arrow balloon. The customer agreed to call back when troubleshooting the cardiosave consoles to obtain complaint information. The customer never called back for additional support or to report the serial numbers for either cardiosave involved.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h11. Corrected field - h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported to the patient.